Event description:
It was reported that, intermittently a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. A pump reset was performed by the customer to clear the alarm. Ultimately, the customer reverted to an alternate method of insulin therapy.